Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. No root cause could be determined as the complaint could not be confirmed. A device history review (DHR) could not be completed as the device serial number was unknown.

Event description:
It was reported that the pump was plugged in, the alternating current (ac) power light was on, and the battery light was off. The battery level was at 69% and it remained there for several hours while plugged in. The diagnostics menu indicated the pump current of 0ma while plugged in. When powered up, the battery was at 50% or less.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08579 is no longer considered reportable, please disregard any MDR reports associated with it.